Event description:
Reporter indicated that vns patient was hospitalized for three days due to severe headache and feeling of choking. The patient's device was programmed to off. Further follow-up revealed that the patient is currently doing well with the device programmed back to on. Treating neurologist indicated that the patient's symptoms were not related to vns.